Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins wasn't working. The hcp claimed that during the implant the doctor damaged the ins, or it stopped working, or it never worked and was going to have it removed. The hcp wasn't clear about what was wrong or when the event happened. No further complications reported.